Manufacturer narrative:
This event occurred in (B)(6). Unique identifier (UDI)#: (B)(4).

Event description:
The customer complained of erroneous results for 1 patient sample tested for elecsys brahms pct (pct) on a cobas e 411 immunoassay analyzer. The erroneous results were not reported outside of the laboratory. The initial pct result was 28.73 ng/ml. The sample was repeated and the result was 43.73 ng/ml. The customer stated the patient¿s crp result was not high. The customer was wondering if the patient¿s pct result was high due to a high protein concentration in the sample. The customer diluted the sample and repeated it with a result of 33 ng/ml. The result of 33 ng/ml was reported outside of the laboratory. There was no allegation that an adverse event occurred. The pct reagent lot number and expiration date were not provided. On 18-aug-2017 the sales representative visited the customer site. The customer stated that quality control (qc) results in the evening were bad. When the sales representative checked the instrument a broken pinch tube was identified and replaced. After the pinch tube was replaced, the instrument worked within specification and qc results were good.